Event description:
It was reported that a customer is called stating that his insulin pump isn't working. His pump went through twelve batteries already and the screen will not come on. Customer was assisted with checking his history and there was no warranty on the insulin pump. Customer had to get off the phone and call his nurse for a back up plan. He said he will call back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.